Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No rewind anomaly noted during test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer experience hyperglycemia. Customer¿s blood glucose level was over 400 mg/dl while on manual injections and 137 mg/dl. Customer stated that the insulin pump rewind but the piston did not retract far enough so the reservoir can go in. Customer stated that they can not place the reservoir in the insulin pump because the piston did not retract far enough. Customer stated that they presses act to prime and they primed it but the insulin pump did not rewind. The device will be returned for analysis.